Event description:
It was reported that during the implant procedure, when the physician attempted slitting the catheter, the slitter did not slit the inner lumen of the sheath. The physician then attempted to cut the inner lumen however this caused the lead to move. The catheter was removed and replaced and the lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.